Event description:
The advocate alleged that the customer received erratic readings when testing with his 2 contour meters. She stated that on one occasion, he received a 100 mg/dl difference between readings. Depending on the actual readings, the difference could fall in the "c" or "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.